Manufacturer narrative:
The investigation into the aic - purge disc/flag issues has been completed since the original report was filed. The console was returned and tested after arriving in fs. The purge disc retainer was shown to be broken. The cause of the issue was a broken purge retainer.

Manufacturer narrative:
The automated impella controller (aic) device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The complainant reported that during preparation for a high risk percutaneous coronary intervention (hrpci), the automated impella controller (aic) displayed ¿purge system open¿ and ¿purge disc not recognized¿ errors. The issue was resolved by using another cassette and console. There was no reported patient harm.